Manufacturer narrative:
Analysis of the subject returned device did not confirm the reported issue. When the device is put on, the messages "technical problem" and ¿no network¿ are displayed. After several reboot and sim car repositioning, the device is unable to connect to 4g network and still display error messages. The most probable hypothesis is that a component failure caused the reported event. No cause for the reported event could be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the device is unable to connect. After repositioning the sim car, the messages "technical problem" then "no network" are displayed.